Event description:
It was reported that a patient experienced a suspected peritonitis event coincident with peritoneal dialysis (pd) therapy. The cause of the event was unknown. The patient was not hospitalized for the suspected peritonitis event. The patient was treated injections of unspecified antibiotics (dose, route, duration and frequency not reported) for the event. At the time of this report, it was unknown if the patient had recovered from the event. Action taken with dianeal therapy was not reported. Additional information was requested but is not available.

Manufacturer narrative:
(B)(4). The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.